Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 301, 139, 125, and 139 mg/dl when all tests were performed 1 minute apart on the advantage system. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.